Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown stem, lot # unknown; item # unknown, unknown cup, lot # unknown; item # unknown, unknown head, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03686; 0001822565 - 2018 - 03688; 0001822565 - 2018 - 03685.

Event description:
It was reported patient has been indicated for revision approximately 11 years post-implantation due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review states that 3 views of the right femur demonstrate screw fixation along the superior aspect of the acetabulum with possible cement seen medially and inferiorly. Acetabular inclination cannot be measured without visualization of the left hip but measures approximately 38°. Heterotopic ossification along the femoral neck, both superiorly and inferiorly. Nonspecific lucency along the medial aspect of the proximal femoral stem. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.